Event description:
The patient was admitted for a coronary angiogram. The target lesion was the distal left circumflex. The vessel was a de novo, moderately calcified and slightly tortuos. There was a 90% stenosis. Radial approach was chosen for the procedure. Pre-dilation was conducted with a balloon (3.0/20mm vento speeder). Inflation time and pressure are unknown. While delivering the cypher stent (2.5/18mm) to the target lesion, the physician felt resistance in the gc (launcher 6f sl3.5). Therefore, the physician removed the sds and found the proximal edge of the stent to be flared heavily. A different cypher stent was used and the procedure was completed. There was no reported injury to the patient. The product was clinically used.